Event description:
It was reported that the fabius failed mid case on (B)(6) 2024. No injury reported.

Manufacturer narrative:
For the investigation the logfile was analysed. Two issues were found during the time of event. First the device measured a peak in high airway pressure, possibly due to a patient movement or a squeezed hose. Pmax value was exceeded and the ventilation paused briefly until the pmax value felt below the set value. This is a software protective function. It is assumed that this was not noticed by the user as this condition of the ventilation is for a few seconds only. Second it was found that the device switched over to battery operation due to a power supply failure. In case of a failure of the ac mains power a "power fail !" Alarm is posted optical and acoustical. The device is running on battery for at least 45 minutes in case the internal battery is fully charged. In this special case the ac mains power restored after 2 minutes and the device switched back to mains power operation. There was no indication for a stop of ventilation found. The device recognized a problem and consequently switched over to battery operation. The analysis of the complaint data does not indicate a systematic accumulation of the described symptom. Dräger finally concludes that the case is not reportable in accordance to the meddev 2.12 document and MDR.

Manufacturer narrative:
The investigation was just started, the result will be forwarded in a follow up report. H3 other text : on-going.

Event description:
It was reported that the fabius failed mid case on (B)(6) 2024. No injury reported.